Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to the issue. The malfunction did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump and instructed the caller to switch to a backup insulin pump. The customer was informed about putting the malfunctioning pump into storage mode before returning it and was advised on the steps needed upon receiving the replacement. The caller understood and acknowledged all instructions for the return process and the replacement pump was sent by the company.